Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow-up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that during surgery the universal modular electric/battery double trigger handpiece stopped and did not work again. There was no patient harm or delay reported, and the procedure was completed with an alternate device.